Event description:
It was reported that prior to an unk procedure the handpiece was found to have a loose mount. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted; however, a squealing noise was heard. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed an no anomalies were found during the mfg process.